Event description:
It was reported that a london pharmacy employee received a needle stick injury from a bd ultra-fine ii (short) self-contained insulin syringe. A pharmacy customer had purchased a package of 10 syringes, left the pharmacy, and shortly there after brought the syringes back to exchange them for a bigger size. Later in the evening, the pharmacy employee pulled the returned package to sell to another customer and pricked herself on one of the needles in the sealed package. The needle had poked through the orange cap. The pharmacy employee received a tetanus immunization at the pharmacy and then went to an emergency department to be evaluated. While in the ER she received a (B)(6) immunization.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however photos of the device were received. A photo inspection revealed that a needle had pierced through its needle cover. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4120578. Conclusion: although the photo confirmed that a needle had pierced through its needle cover, without a sample an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Results: 10 opened/loose samples were returned for evaluation. A visual analysis revealed that the one of the 10 units had a needle that had pierced through its needle cover. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot number 4120578. Conclusion: although the returned sample confirmed that a needle had penetrated its needle cover, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a (B)(6) pharmacy employee received a needle stick injury from a bd ultra-fine ii¿ (short) self-contained insulin syringe. A pharmacy customer had purchased a package of 10 syringes, left the pharmacy, and shortly there after brought the syringes back to exchange them for a bigger size. Later in the evening, the pharmacy employee pulled the returned package to sell to another customer and pricked herself on one of the needles in the sealed package. The needle had poked through the orange cap. The pharmacy employee received a tetanus immunization at the pharmacy and then went to an emergency department to be evaluated. While in the ER she received a (B)(6) immunization.

Manufacturer narrative:
A sample is available for eval. A supplemental report will be filed upon completion of the investigation. (B)(4).